Event description:
Double lumen broviac set up with second port as medication line. Carrier solution to keep port open with intermittent infusion of antibiotics and other medications. Medfusion syringe pump used for antibiotic administration. Pump and syringe verified 60 minutes into infusion, pump noted to have infused entire contents of 8.5 cc multidose syringe. Displayed as only 2.7 cc total volume infused.